Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure on (B)(6) 2003 in order to treat cystocele, rectocele and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, bleeding, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring, organ perforation.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that patient underwent laparotomy with lysis of adhesions, rectocele repair on (B)(6) 2006 due to recurrent pelvic pain with adhesions, symptomatic rectocele. No additional information was provided.

Manufacturer narrative:
.